Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing sg not available on her sensor. Customer removed the sensor and the electrode was really short. The customer is worried that it may have been left under her skin. Customer's blood glucose at the time of the event is unknown. The sensor is will not be returned for analysis.